Event description:
A report was received that the pt would undergo a pocket revision due to a pocket site pain. The physician explanted the old ipg and replaced it with a newer scs ii. The physician wanted to just move the pocket initially but later on decided to give the pt a newer ipg. The old ipg was working fine.

Manufacturer narrative:
The explanted ipg was not returned to bsn for eval, as it was discarded by the medical facility. This is the final report.